Manufacturer narrative:
Investigation is ongoing. The device remains implanted in the patient.

Manufacturer narrative:
The patient's medical records indicated that he was still intubated and sedated with versed and dilaudid, and relaxed with cisatracurium. He was still on no 20 parts per million. He suddenly developed wide complex ventricular tachycardia with no cardiac output. The patient was resuscitated, including the administration of epinephrine, vasopressin, and cardiac massage. After 30 minutes, a pulse could be obtained in the carotid artery, but the blood pressure could not be sustained. Tee showed a completely akinetic left ventricle with no cardiac output. The unsuccessful resuscitation maneuvers were terminated after 50 minutes. Physician's conclusion: sudden arrhythmias, mainly wide complex ventricular tachycardia with hypotension leading to cardiac arrest. Autopsy was not granted as the family refused. Per the death certificate worksheet in the clinical trial database, the cause of death was provided as "complications of severe aortic stenosis, with a time interval of months between onset and death. Other significant conditions contributing to death but not related to cause given was coronary artery disease." Initially the relationship of the device to the event was not assessed in the clinical trial database. The event was later assessed by the primary investigator as having no relationship to the valve, and possible relationship to the procedure. In this case, there was no malfunction of the valve, and per report, the death was not related to the valve, rather the patient's underlying medical conditions and possibly the procedure itself. No further actions are required.

Event description:
Per the report, the patient expired 9 days s/p a transapical sapien valve deployment. The official cause of death was reported as ''complications of severe aortic stenosis.'' Autopsy was not performed. Additional information: the valve was implanted in the correct location within the native aortic valve, and in a correct subcoronary position. The patient was electively cannulated via right axillary artery for hemodynamic support. An intra-aortic balloon pump (iabp) was used for hemodynamic support pre-deployment. Post procedure, there was moderate paravalvular leak and no central leak. There was no mitral anterior leaflet impingement, and there was free blood flow to the coronary arteries. There is no evidence at this time that the patient's death was related to the sapien valve.